Event description:
A user facility¿s nurse reported that the syringe leaked blood out of the heparin pump during treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).